Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported ¿increasing pain and deformities in the breast (fluid bladder visible and palpable)¿, ¿increased risk of alcl, to which my symptoms match¿. The device remains implanted. This relates to an unknown side.